Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had reprogramming done on (B)(6) 2019 and the patient wanted the reports showing that her electrodes were messed up because the stimulator was not working right. The patient said the rep found that there were high impedances on two of the electrodes. The rep stated they did not know what the impedances were. The rep spoke with the patient and the patient said her stimulation is working fine and she gets good relief. No further complications were reported.